Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after receiving a vibratory alert due to backup vvi during a follow-up. The patient was given a relief for diaphragmatic stimulation. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power on reset could not be determined.